Manufacturer narrative:
(B)(4).

Event description:
Device #5 of 5: reference MFR. Report: 1627487-2016-04615, 1927487-2016-04616, 1627487-2016-04661 and 1627487-2016-04662 the manufacturer is unable to determine which leads were explanted, hence all leads are reported. It was reported the patient was no longer receiving effective stimulation as the lead had moved. The patient underwent surgical intervention at an unknown date to have the entire scs system explanted.